Manufacturer narrative:
Investigation results will be provided when the evaluation is completed.

Event description:
It was reported when removing the patient's scs trial extension from the implanted lead, the lead broke. Consequently, the physician had to replace the lead with a new one. The scs system implant procedure was extended approximately 45 minutes, but successfully completed without any adverse consequences to the patient.